Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A non-conformance search was performed for this product code 222297, lot 3914669 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, it was observed that one of the thread (dark atigrada) ruptured when making the first knot when placing the 5.5 healix advance br w/ocord device. According to the reporter, this thread was outside the thread tab (the sales rep. Did not think that it may be the cause) and the surgeon was blocking the knot and their thread ruptured. The surgeon completed the procedure by using the original anchor device but with another thread that was available for use. The surgeon did not use any additional suture, it was not necessary to open an additional anchor, because it was left the other thread with which it was sufficient to finish the repair of the cuff. It was not necessary to make an additional bone hole. There was no excessive force that would cause the suture to rupture. There was no delay in the surgical procedure as the original device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.